Event description:
A false positive advia centaur troponin ultra result was obtained on a patient sample and considered discordant when compared to repeat testing and results on an alternate instrument. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse replaced diluter, kicker solenoid, luminometer assembly with cable, and photon counter pcb. Patient samples and diluent were run in replicates of twenty-five and showed good precision. The quality control was run with acceptable results. The cause for the discordant advia centaur troponin ultra results is unknown. No conclusion can be drawn. The instrument is performing within specification.